Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a needle retraction issue. The sensor was inserted into the upper buttocks on 11/20/2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. Labeling indicates: to make a treatment decision, make sure all the information is on your g6. Anytime you don¿t have a number and arrow on your home screen, use your meter to get a value to make treatment decisions. If your home screen shows signal loss or low or high instead of a g6 reading, use your meter. You may have a number but not an arrow or vice versa. If that happens, use your meter. No additional event or patient information is available.